Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer stated that the infusion device was delivering an inaccurate amount of insulin. The customer has been getting readings in the "300 mg/dl range" for about a month. No adverse event reported. Return of the suspect device was requested for evaluation.